Event description:
Several weeks post implant, it was noted that there was loss of capture and no p-wave sensing. The physician intended to revise this lead, however fluoro showed a bend at the distal tip of the lead. This lead was explanted and the physician attempted to replace it, but was unable to place the new lead with acceptable thresholds and sensing. The physician did not place a new ra lead; this device has been programmed vvi. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection a bend in the lead's distal part was noted what was mentioned in the complaint description. Bending the distal part requires the presence of mechanical stress. Tensile forces during surgery should be taken into consideration. In addition cuttings in the insulation were found. Blood penetrated the lead in these areas. Further analysis revealed deformations of the outer coil. These damages occurred most likely during surgery. In summary, a bend in the lead's distal part was noted. There was no sign of a material or manufacturing problem.